Event description:
It was reported that: while the device was ventilating a patient, the patient's family was present in the room and the ventilator ac line cord somehow became disconnected from the wall outlet. The device display immediately went blank and the device stopped ventilating the patient. No audible alarms were posted. A doctor was nearby and called in a respiratory therapist. The respiratory therapist reconnected power to the device and the device started to function normally and was placed back on the patient. The rt chose to retest the ventilator by removing ac power and the reported condition was reproduced. No patient injury.